Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error while running regular basal rate/e70. Customer's blood glucose was 15.0 mmol/l. The customer reported that the drive support appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer doesn't report an e70 alarm. The customer stated they were able to complete the pump rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.